Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a severe low blood glucose on (B)(6) 2107. The customer took a couple of glucose tablets and when they checked their blood glucose it was 41 mg/dl. When the customer got their blood glucose level to be high enough, they went out and ate. The customer then got home and found that they lost the insulin pump. The customer will be sent a replacement insulin pump. The customer was able to find the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.